Event description:
It was reported that unspecified bd¿ IV tubing leaked. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that tpn was found to be leaking out of the bag around the connection where the tubing spikes the bag. Verbatim: tpn was found to be leaking out of bag, around the connection where the tubing spikes the bag. The tubing was changed and the problem did not continue.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/2/2020. H.6. Investigation: a sample was received and tested by our quality team. The customers complaint of leakage has been verified. A device history record review could not be performed because a model or lot number was not provided by the customer. The leak was determined to originate in the air vent on drip chamber. The root cause remains unknown. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ IV tubing leaked. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that tpn was found to be leaking out of the bag around the connection where the tubing spikes the bag. Verbatim: tpn was found to be leaking out of bag, around the connection where the tubing spikes the bag. The tubing was changed and the problem did not continue.